Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection of the returned cardiomems confirmed normal wear on the chassis body, and that all labels are intact & legible. In addition, input/output connectors were found to be free of physical damage. Functional testing revealed the device was functioning as intended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported event was not confirmed as no anomalies were found with the unit.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.